Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the handle was broken while breaking the stone. It was noted that the stone was not too big to withdraw the basket. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h10: investigation results: the returned trapezoid rx was analyzed, and it was observed that the sheath was detached and buckled, and the side car was pushed back. The handle was not broken. The reported allegation of handle break was not confirmed. The additional investigation findings could have been generated due to excessive manipulation, the technique used, or the patient's anatomical conditions. Additionally, the side car rx could have pushed back due to the amount of force applied on the thumb ring from the handle. Based on all available information, the most probable root cause of the reported clinical observations is no problem detected.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the handle was broken while breaking the stone. It was noted that the stone was not too big to withdraw the basket. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.